Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 25x1-1/2 rb was clogged. The following information was provided by the initial reporter: material no: unk, batch no: unk. It was reported that: needle possibly clogged/blocked. Event description per email states: product complaint received over the phone today. Doctor reports that there is trouble getting medication through the needles, feels like it is closed up. This has occurred with a whole box so he would like replacement. Ongoing issue, no specific date of event. Patient affected because they have to use new needle to inject. Unused sample available.